Event description:
The customer reported the connector on the extension tubing twisted off inside the catheter during the removal of the extension tubing. There was no pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the device has not been received. A f/u report with failure investigation results will be submitted should the device be returned for eval.